Event description:
Legal claim received with x-rays. There was no additional information provided. Update: (B)(6) 2013 - received part/lot information from patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 06/12/2014 - received part/lot information from patient. Medical records are attached. The device associated with this report was not returned. Review of the supplied medical records revealed patient knee instability with painful limited range of motion. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the patient knee instability or painful limited range of motion. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.